Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to ischemic bowel could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient had an increase in lactate, and a CT on (B)(6) 2019 revealed a significant ischemic bowel. General surgery declined intervention, and support was withdrawn. The patient passed away on (B)(6) 2019 due to ischemic bowel. The vad coordinator noted that the patient¿s outcome was thought to be related to vasoplegia over the weekend, requiring an increase in levophed to 20. It was not known if the event was device or therapy related. (B)(4) was not explanted, and there is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an increase in lactate dehydrogenase blood levels. A computed tomography performed on (B)(6) 2019 revealed a significant amount of ischemic bowel. The general surgery declined intervention and the support was withdrawn. The patient passed away on (B)(6) 2019. The vad coordinator stated that the outcome was thought to be related to vasoplegia which required levophed to be increased to 20. No further or additional information was provided.